Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was unable to be placed into the myocardial wall. The lead was removed and replaced. No patient complications have been reported as a result of this event.